Manufacturer narrative:
This report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner cavity shows that the top foam insert was stuck to the cavity lid. The sterile pouch seal was still intact. There was no evidence to confirm if the device/sterile pouch got stuck to the foam. The reported issue of foam sticking to the tyvek lid of the package is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was adhered to the tyvek lid, when opened. This cause the device to fall to floor compromising sterility. Attempts have been made, and no further information has been provided.